Event description:
Provider states that the right motor is locking up but not giving any error codes. Provider states when it is not locking up they can hear thumping noise coming from this motor. No additional information provided.